Event description:
A caller reported experiencing a cartridge alarm, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and the caller had not previously reported this specific alarm but had encountered cartridge alarms with consecutive cartridges. Technical support confirmed the situation and decided to replace the pump.